Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving bupivacaine 20 mg/ml at 4 mg/day and dilaudid 20 mg/ml at 4 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that friday night the pump began alarming and the patient experienced a ¿"hot flash/heat through her chest" every time the pump had alarmed, and the patient felt ¿very overmedicated¿. The patient went to the ed (emergency department)/hospital and the healthcare provider decreased the it (intrathecal) drug and transferred the patient to another hospital and the pump replacement was (B)(6) 2019. Per the event logs the event logs the motor stall occurred (B)(6) 2019 with a recovery (B)(6) 2019. On (B)(6) 2019 was another motor stall but the patient had an MRI yesterday because they were trying to rule out a granuloma. There was no sign of granuloma per the reporter. Another motor stall occurred today with no recovery to date. The eri (elective replacement indicator) was (B)(6) 2019. They programmed the critical alarm interval was at 2 hours and the non-critical alarm interval was left at 1 hour. No further complications were reported or anticipated.